Event description:
Report received of an independent rate change. In the coronary intensive care unit, channel c of the pump was programmed to deliver an unspecified concentration of nitroglycerin at a rate of 9cc/hr. Shortly after the pt was transported to the cardiac cath lab, the pump was reportedly delivering at a rate of 100cc/hr. There were no reported audible alarms. The pump was removed from clinical service and therapy was continued using a replacement pump. There was no reported adverse pt event. Though requested, there was no further info available.